Event description:
This is a report of a home patient (hp) who was diagnosed with peritonitis, manifested by abdominal pain. The cause of peritonitis was a leak in the transfer set. The hp was treated with cefazolin sodium (IV, dose, and frequency not reported) as an antibiotic prophylaxis prior to diagnosis of peritonitis. After diagnosis, the hp was treated with vancomycin hydrochloride (IV, dose, and frequency not reported) and amikamycin (IV, dose, and frequency not reported) at the time of this report, the hp was reported to not be recovered.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a follow up MDR will be sent.

Manufacturer narrative:
(B)(4). A review of all batch record documents was performed for lot number h13a02017 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition noted. Evaluation summary: the actual sample was received for evaluation. Visual inspection, leak testing and clear passage testing were performed with no issues noted. The reported problem of leak was not confirmed and a cause could not be determined. Should additional relevant information become available, a follow-up report will be submitted.